Event description:
Perforation of distal vessel requiring pressure cuff to resolve potential problem.

Manufacturer narrative:
Physician reported lack of visibility of distal catheter markers during procedure. Perforation is not an unexpected event. Pressure cuff resolved problem. No reported pt effect.